Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of salpingectomy, anesthesia, anxiety, endometriosis, parity 2 and gravida ii on (B)(6) 2022. Concurrent conditions were listed as pain, dysmenorrhea, ovarian cyst and pelvic pain since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4549 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n, date discrepancy noted in explanted date: (B)(6) 2022 instead of (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 206 kg. [Pathology test] on (B)(6) 2022: surgical pathology report: specimens submitted: a. Uterus and bilateral tubes. Diagnosis: uterus, bilateral fallopian tubes; hysterectomy/bilateral salpingectomy - 134 gm uterus - cervix: without diagnostic abnormality - endometrium: benign basalis, without abnormality - myometrium: without abnormality - fallopian tubes: without abnormality - serosal surfaces: without abnormality clinical information: pelvic pain, irregular menstrual cycle gross description: right adnexa: fallopian tube length: 6.7 cm; appearance; normal. Right ovary: not present. Left adnexa: fallopian tube length: 6.5 cm; appearance; normal. Left ovary: not present [ultrasound scan] on (B)(6) 2022: -reviewed ultrasound findings, proximally 9 cm anteverted uterus, normal endometrium, approximately 4 cm left ovarian cyst with septation. -reviewed her bimanual examination from 1 month ago that showed a very tender uterus to compression and tenderness in the posterior cul-de-sac, as well as bilateral adnexa negative cervical motion tenderness. -these exam findings are consistent with suspected endometriosis and uterine pain possibly related to the foreign body in the bilateral fallopian tubes. -she had a history of a leep in 2011, negative pap smear since that time. She will need to continue cervical cancer screening of the vaginal cuff until 2036 according to the asccp guidelines.; (date unknown): results: reason for exam: pain/ lt ovary cyst body habitus: obese lmp: (B)(6) 2022 gravida:2 para:2uterus removed: no ovary removed: no ultrasound findings: bilateral essure seen images reviewed: anteverted, normal appearing myometrium, thin endometrial lining bilateral essure coils seen [ultrasound scan] on (B)(6) 2022: -reviewed ultrasound findings, proximally 9 cm anteverted uterus, normal endometrium, approximately 4 cm left ovarian cyst with septation. -reviewed her bimanual examination from 1 month ago that showed a very tender uterus to compression and tenderness in the posterior cul-de-sac, as well as bilateral adnexa negative cervical motion tenderness. -these exam findings are consistent with suspected endometriosis and uterine pain possibly related to the foreign body in the bilateral fallopian tubes. -she had a history of a leep in 2011, negative pap smear since that time. She will need to continue cervical cancer screening of the vaginal cuff until 2036 according to the asccp guidelines.; (date unknown): results: reason for exam: pain/ lt ovary cyst body habitus: obese lmp: (B)(6) 2022 gravida:2 para:2uterus removed: no ovary removed: no ultrasound findings: bilateral essure seen images reviewed: anteverted, normal appearing myometrium, thin endometrial lining bilateral essure coils seen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Medical history added, lab data added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4534 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4534 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.